Event description:
Patient was implanted with prodisc c device at level c5/6 in 2010. At approximately 1 year postop the inferior endplate subsided into the body of c6. The patient continued to do well for a number of years, but had increased numbness and radicular pain in recent years. Beside the patients increasing symptoms, the main reason for removal was subsidence of the implant and possible osteolysis as shown of the patient's CT images. The pdc implant was removed on (B)(6) 2024. Surgeon did a corpectomy of c5 and fused the patient from c4-c6 with a corpectomy cage and acdf plate and screw system.

Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with prodisc c device at level c5/6 in 2010. At approximately 1 year postop the inferior endplate subsided into the body of c6. The patient continued to do well for a number of years, but had increased numbness and radicular pain in recent years. Beside the patients increasing symptoms, the main reason for removal was subsidence of the implant and possible osteolysis as shown of the patient's CT images. The pdc implant was removed on (B)(6) 2024. Surgeon did a corpectomy of c5 and fused the patient from c4-c6 with a corpectomy cage and acdf plate and screw system. A review of the DHR found no anomalies associated with the complaint. Complaint trending found that the rate of complaints is within the levels defined in the risk documentation. A review of the risk documentation found that the risks associated with the complaint are identified and mitigated to a level where the clinical benefits of surgery outweigh the risks. The implant was returned for device evaluation at exponent. The implant will be evaluated per their standard prodisc c evaluation protocol. The evaluation will be recorded under report number (B)(4). There were no anomalies associated with the complaint identified during the investigation. The removal was due to implant subsidence and possible osteolysis. This report is for 1 of 1 devices involved in this event.